Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the abdomen. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015. The reported event of a possible broken sensor wire could not be confirmed.